Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site as the top part of the ipg tilted out. The patient underwent a revision procedure wherein the ipg was repositioned to lay it flat in the same pocket. The patient was doing well postoperatively.